Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10474. It was reported the pt lost 20 pounds resulting in the ipg flipping in the ipg pocket. The pt stated the ipg becomes very hot when it flips. The ipg also becomes warm during charging. It was also reported the pt is experiencing difficulty maintaining communication between the ipg and the charging system. Follow up info revealed the pt is experiencing heat at the ipg site whether stimulation is on or off. Surgical intervention will be undertaken at a later date to resolve the issue. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pt related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's eval: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.